Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion set was broken between the luer lock and the infusion tubing. The patient noticed that her blood glucose level was elevated. The patient corrected the elevated level via injection of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
A visual inspection was performed on the two used tube sets. In the examination with the microscope it was found, the tube sets were torn in two pieces. These were caused by excessive force. The problem mentioned by the customer is related to mishandling of the product by the customer.